Event description:
The customer contacted physio-control to report that their device would intermittently provide the "connect cable" voice prompt when properly connected to a test load. This intermittent failure would prevent the unit from delivering therapy, if necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the reported failure. Physio then replaced the therapy connector assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. The removed therapy connector assembly was not returned to physio-control for further evaluation; therefore component level cause could not be determined.